Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported that at implant, the surgeon placed the atrial lead in the device ventricular port, and the ventricular lead in the atrial port. This was noted one day post implant and the leads were placed in the correct ports. It was then noted the device was not pacing. Speculation was that this was likely because the polarity was programmed bipolar, and the ventricular lead was unipolar. The surgeon reportedly thought the device was defective, and it was explanted and replaced. There were no patient complications.

Event description:
It was reported that at implant, the surgeon placed the atrial lead in the ventricular port and the ventricular lead in the atrial port. This was noted one day post implant, and the leads were placed in the correct ports. It was then noted the device was not pacing. Speculation was that this was likely because the polarity was programmed bipolar and the ventricular lead was unipolar. The surgeon reportedly thought the device was defective, and it was explanted and replaced. There were no patient complications. The device was later returned, with a report that the system with the new device was working properly.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.